Manufacturer narrative:
(B)(4).

Event description:
The patient had a suspected infection of his intrathecal drug delivery system. The physician was considering weaning the patient from the intrathecal drug delivery to oral medications prior to explant. The device system was used to deliver baclofen. Additional information has been requested. A follow-up report will be sent if additional information becomes available.